Manufacturer narrative:
Manufacturer has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Manufacturer defers to the patient¿s physician regarding medical history

Event description:
Device 2 of 2 . Reference MFR. Report#: 1627487-2017-08135. It was reported the patient was no longer receiving effective stimulation. X-rays were taken and confirmed the lead had pulled out of the ipg header. The patient underwent surgical intervention on (B)(6) 2017 where an extension was implanted. Postoperatively stimulation was effective and therapy was resumed.